Event description:
Reference #2242445-2011-00118 for first event involving the same pt. It was reported that the catheter was placed and removed on (B)(6) 2011 in the right femoral artery in the cath lab. While taking pictures of the left superior vena cava at 17ml at 12ml/s 540 psi, the catheter burst an inch from the hub. There were no reported pt complications, injuries or death. No medical/surgical intervention was required. The pt outcome is listed as ok.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.